Event description:
It was reported that a ventilator was alarming for a technical error indicating +24v power error, during a pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
According to the information from the service engineer the dc/dc & standard connectors printed circuit (pc) board were changed and that solved the problem. The pc board has not been received, despite several reminders. The reported event indicating power error is linked to the replaced pc-board. According to the information in our service manual. Our conclusion into this matter is that an error occurred and the issue was solved by replacing the pc-board. The failure was confirmed in received device logs. The root cause of why the dc/dc & standard connectors printed circuit (pc) board failed, has not been determined.